Manufacturer narrative:
H10. Multiple attempts were made requesting repair confirmation but there was no response. If the customer provides information at a later date, the complaint record will be re-opened for investigation. H11. G1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator failed and referenced vent inoperative data acquisition pcba adc reference failed. There was no patient involvement. The customer spoke with a remote service engineer (rse) and advised they got error codes in the error log: check vent: ventilator restarted, vent-inop data acquisition pcba adc reference failed, check vent: machine pressure sensor calibration data error, check vent: proximal pressure sensor calibration data error, vent-inop: machine and proximal pressure sensors failed. The rse advised the customer to recheck the cable to the data acquisition to motor controller board. The customer advised in the pneumatics screen the unit is going from ac to battery intermittently. The customer advised the manufacture date for the battery on the pneumatics screen has stars. The customer advised 3.3 v is bouncing from 3.1v to 0v. The rse advised the customer to swap out the power management board, however the customer does not have one. The rse provided part ID for the power management board.